Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 121 mg/dl. The customer stated that he did an infusion set change and the rewind process kept repeating. The customer stated that insulin kept coming out and he kept getting a pump reset message. The customer stated that insulin was squirting out during the manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer declined to return the current pump.